Event description:
I had one forever young broad band light treatment to my face and started noticing significant fat atrophy over the left side of my face (cheek in particular) 4 weeks afterwards. The procedure was performed by a dermatology physician assistant with approximately 5 years of experience. As the symptoms worsened I developed pain in the trigeminal nerve distribution. Now a year and half later, I still have pain in this region and facial asymmetry. I was referred to another dermatologist at ohsu, by appearance alone (cheek atrophy) his guess was possible lupus. I have had no blood work turn up positive to support this hypothesis (ana, sed rate, crp all negative).